Event description:
The reported incident involved the maxi sky 2 ceiling lift system. When the facility staff was repositioning the resident in the tilt wheelchair with the sling attached to the maxi sky 2 spreader bar, the spreader bar detached and was held by the staff. No injury was claimed.

Manufacturer narrative:
The device evaluation did not reveal any device failure. The event was not recreated during demonstration performed by the facility staff during visit of arjo technician. After inspection that the lift passed, the device was put back into use. The instructions for use for the maxi sky 2 (IFU, 001.15698-en rev.15) ceiling lift provide guidelines for attaching the spreader bar to the quick-connect attachment. "Align the spreader bar quick-connect latch to the hook. Insert the hook into the quick-connect. Move the spreader bar to engage the hook into the pivot. Rotate the spreader bar into position. Make sure that the quick-connect latch is closed. Do not operate the lift if the latch remains open (¿)¿. It also instructs how to remove the spreader bar from quick connect: "open the latch that locks the hook in place by pressing it. Rotate the spreader bar/scale up towards the latch, depending on which one you want to remove. Move the spreader bar/ scale, to disengage the hook away from the pivot. Pull the spreader bar/scale downward, out of the quick-connect." Following information gathered, the involved psws using the ceiling lift was trained how to use the device before the event, however the additional training was requested by the facility staff. In summary, the exact cause of the spreader bar detachment remains unknown. While no arjo device failure was identified as contributing to the reported issue, the maxi sky 2 ceiling lift did not meet specifications as the spreader bar detached. The spreader bar detached when preparing the patient for transfer.